Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The eval found that the I/o board had evidence of contamination which had cause corrosion. The device was not in specification with the reported symptom. The I/o board was replaced to correct this issue.

Event description:
It was reported that the device resets its memory to default. No pt involvement reported.